Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was dislocating, intraoperatively the epiphysis was loose or a 1/4 turn from diaphysis.